Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate. During the surgery the surgeon over torqued the fixture which spun out in the pilot hole and indicated this may have caused the osseointegration to fail. Reimplantation of this fixture is not needed as the patient has multiple fixtures that osseointagrated successfully.